Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple occurrence of no delivery alarm. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The customer¿s other blood glucose level was 14 mmol/l. The customer used manual injections to treat high blood glucose levels. The customer was thirsty due to high blood glucose levels. The customer stated that they would take a bolus each time they received a no delivery alert. The customer did not allege that the insulin pump was under delivering. The customer stated that they tried all remedies but the issue was not resolved. The customer completed the troubleshooting but the issue was not resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.